Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Because there was a revision surgery, the complaint is considered confirmed. The product identity was confirmed through tmj tracking. No product was returned, therefore no functional tests or inspections could be performed. It was reported the patient complained of pain which warranted the need for a revision. Additionally, no known defect of the implants or other components were noted during the revision. No x-rays, scans, pictures, or physician's reports were provided. The non-conformance report was reviewed for the fossa and mandible components, and no discrepancies were found. Device history record (DHR) could not be reviewed for the screws due to the lot number being unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. The instructions for use (IFU) for this product warns of the potential for complications. It states in the section titled adverse events: ¿ facial swelling and/or pain it also states in the section titled patient counseling information: discussion of the following points is recommended prior to surgery. ¿ the risks associated with a total tmj system (see warnings and adverse events). ¿ post-operative pain relief and return of function varies from patient to patient. There are no indications of manufacturing defects. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00729-1, 0001032347-2018-00731-1, 0001032347-2018-00732-1, 0001032347-2018-00733-1, 0001032347-2018-00734-1, and 0001032347-2018-00735-1.

Manufacturer narrative:
(B)(4). Concomitant medical products: biomet microfixation tmj system right narrow mandibular component, catalog #: 01-6545, lot #: 563590a, biomet microfixation tmj system component, catalog #: 24-6562, lot #: 581660b, biomet microfixation "2.4mm" system ht cross-drive screw, 2.7x8mm, catalog #: 91-2708, lot #: ni, biomet microfixation "2.4mm" system ht cross-drive screw, 2.7x10mm, catalog #: 91-2710, lot #: ni, biomet microfixation tmj system cross drive fossa screw, 2.0x7mm, catalog #: 99-6577, lot #: ni, biomet microfixation tmj system cross drive emergency screw, 3.2x8mm, catalog #: 99-9948, lot #: ni. Therapy date: (B)(6) 2018. Customer has indicated that the product will not be returned to zimmer biomet for investigation, it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00729, 0001032347-2018-00731, 0001032347-2018-00732, 0001032347-2018-00733, 0001032347-2018-00734, and 0001032347-2018-00735.

Event description:
It was reported a tmj revision occurred due to pain. The revision was performed in hopes to give patient relief, there were no known visual deficiencies of the components. The left fossa component was not explanted. A new biomet right mandible, left mandible, and right fossa were implanted. No additional patient consequences were reported.